Manufacturer narrative:
Name: tandem. Country: united states of america. Street: 11045 roselle street. Street 2: suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced the infusion set cannula was bent and high blood glucose event which was treated with correction via multiple daily injection on (B)(6) 2026. The site of insertion was arm.